Event description:
It was reported that device detachment occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, while the device was inside the patient, the device became detached at the lapjoint and kinked at the tip. No particular resistance was noticed prior to the detachment. After pulling back multiple time, the detached piece was removed with a snare. The procedure was completed with another of the same device. There was no injury to the patient.

Event description:
It was reported that device detachment occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, while the device was inside the patient, the device became detached at the lapjoint and kinked at the tip. No particular resistance was noticed prior to the detachment. After pulling back multiple time, the detached piece was removed with a snare. The procedure was completed with another of the same device. There was no injury to the patient.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the sheath, imaging window, and tip with the imaging window detached near the lapjoint section. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure. Pictures provided by the site also showed the detachment near the lapjoint section and kinks to the sheath, imaging window, and tip.